Manufacturer narrative:
Pending evaluation.

Event description:
The surgeon revised an exactech m-series hip due to pain. The patient complained of pain. The surgeon suspected the patient was infected. Only the femoral side was exactech¿s prosthesis. The head, stem, proximal body were all explanted. Patient was stable as they left the operating room.

Manufacturer narrative:
The engineering evaluation noted that the revision was likely the result of pain. Persistent pain and swelling can indicate loosening wear, or infection, and the location for the pain can be all over (generalized) or in one particular area (localized). However, the cause of the pain could not be determined as the devices were not available for evaluation and no further information was provided. Associated with 1038671-2018-00932, 1038671-2018-00932 and 1038671-2018-00933.